Event description:
It was reported that the device was explanted due to premature eri. No patient complications were reported as a result of this event.

Event description:
It was reported that the device was explanted due to premature eri. No patient complications were reported as a result of this event. A 3500a was received and reports that the device was at premature eri at device check. The battery should have lasted another 1.5 years according to tech services.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary actual longevity is less than 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. It was reported that the device was explanted due to premature eri. No patient complications were reported as a result of this event. A 3500a was received and reports that the device was at premature eri at device check. The battery should have lasted another 1.5 years according to tech services. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination device was out of specification in a manner that relates to event premature eri (elective replacement indicator).